Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis found no device failure or malfunction that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of the reported issue was determined to be the clinician inappropriately set the minimum drain volume percent setting too low (false empty detect and use error). The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain three of four of automated peritoneal dialysis therapy. The patient reported feeling overfull. It was determined that the patient's last fill volume was 2500 milliliters and the initial drain volume was 454 milliliters. There was no patient injury or medical intervention associated with this event. No additional information is available.